Manufacturer narrative:
(B)(4). The service engineer (se) found usb errors in the diagnostic logs and missing options. The se replaced the line interface 2 printed circuit board (pcb) and the compressor check valve. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the 980 ventilator powered on to a 'serial number mismatch error'. There was no patient involvement at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.